Event description:
The pt experienced fractures of the distal humerus. Two (2) 3.5mm lcp reconstruction plates were implanted along with locking screws. Approx two weeks later the pt complained of pain. X-rays showed one of the plates had broken in the pt. Both plates and locking screws were removed.